Event description:
It was reported that during a bladder procedure, the clips ejected out from the jaw unformed. Another device was used to complete the case. There were adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.